Manufacturer narrative:
On 1/16/2020, the product investigation was completed. Device investigation summary: during visual analysis of the device, a rupture was noted in the posterior view, measuring approximately 1.5 cm. During the microscope examination, striations were detected in the edges of the rupture. No other anomalies were discovered. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: not applicable. Rupture discovered intraoperatively. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that while pouring antibiotic solution over a 300cc mentor memorygel breast implant prior to implantation, the surgeon noticed a rupture on the device. There were no reported procedural delays or patient consequences. At the time of this report, there is no evidence of a need for an additional procedure.